Event description:
On (B)(6) 2013, at the (B)(6) hospital in (B)(6) it was reported that while patient was being transported from the cath lab to MRI the unit alarmed "system error" and the flow stopped to the patient. The emergency hand crank was then utilized while an internal profusionist was contacted. The unit was powered down then powered up and it began to work normally. This event impacts the rotaflow ICU pump module, (english- us (B)(4)), material number (B)(4), serial number (B)(4). Reference complaint (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The reported error could not be reproduced, however the ssu technician determined that the device worked only for 6 minutes with a fully charged battery. Battery replacement was due in (B)(6) 2012. The maquet technician replaced the battery and preventive maintenance was performed. The result of the preventive maintenance was acceptable. Reference complaint (B)(4).